Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The user cycled power and resolved the alarm condition. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The user cycled power and resolved the alarm condition.

Event description:
The hospital reported that, during a case, the screen turned black and alarmed for an system failure. There was no report of patient injury.